Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed a pump error regarding a post-reset. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump would not turn on but when a new battery was inserted, the insulin pump turned on. It was also reported that the battery was quickly depleted. There was no indication of the pump error being resolved. It was reported that the customer ill monitor the insulin pump's battery life. The insulin pump will not be returned for analysis.